Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, lot# va1c592032, product type lead.

Event description:
Additional information received from the healthcare provider indicated that the patient weighed (B)(6) at the time of the event. They also noted that the patient¿s hematoma occurred after their trial leads were pulled, on (B)(6) 2016. They stated that the patient had developed the symptoms on their drive home. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
The patient reported that on (B)(6) 2016 they had their trial put in, and had developed a hematoma on one of the leads. They stated that an emergency back surgery was done on (B)(6) 2016, which caused the patient to lose feelings from their waist down. The patient noted that they had lost some bones as a result of the procedure as well. No further complications were reported. Indication for use is spinal pain.

Event description:
Pt stated they had a hematoma that wrapped around one of their trial leads and when they removed the lead the hematoma ruptured. Pt stated it filled the spinal column with blood that caused massive pain. Pt stated on the way to the hospital they lost feeling in their waist and down. Pt stated they were told the pt could have died or been permanently paralyzed if they did not "get there when he did". Pt stated they still went thru with the permanent implant of the stimulator because they don't like the stigma of the pain medication. Pt stated the therapy didn't work because there was too much damage. Pt stated they not only had the lumbar pain but after the hematoma issue they also have thoracic pain where the nerve damage was done and bones removed. Pt stated they not only had the lumbar pain but after the hematoma issue they also have thoracic pain where the nerve damage was done and bones removed. Pt stated the hcp won't turn up the pain meds or give the pt oral pain meds for breakthrough pain then went on to say they would go to the hcp every month "for pills."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.